Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room for unrelated reasons. Upon review, the left ventricular lead exhibited loss of capture. The patient reported an increased frequency of palpitations prior to admission. No intervention reported. The patient felt anxious about the lead not capturing. During a follow-up appointment, normal left ventricular lead function was noted. No further details provided.